Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 40 mg/dl and she was not able to get an IV injection. The customer was treated with oral gel from the paramedics. The customer stated that she have been experiencing low blood glucose less frequent than running high. The customer declined to troubleshoot for high blood glucose readings. The customer also stated that she had problems with the sensor not working. The customer was advised to call back with the serter.